Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was also received with missing segments due to open lcd zebra connector. The motor error alarm noted during rewind due to corroded motorhome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer received motor error alarm. It was reported that the piston did not stop during priming. No further information provided.